Event description:
The straight medium elite attachment overheated while being tested by the service technician during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The route cause for the device overheat was due to broken dried lube in the upper bearings.